Event description:
(B)(4) study. It was reported that after a stenting treatment procedure, the patient experienced restenosis. The target lesion #1 was located in the mid rca (right coronary artery) with 97 % stenosis and was 34 mm long with a reference vessel diameter of 3.24 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus element stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was located in the 1st obtuse marginal with 85% stenosis and was 28 mm long with a reference vessel diameter of 3.06 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm promus element stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject presented due to heart failure and was hospitalized on the same day. Ninety-seven percent focal restenosis of the previously placed stent located in the proximal lcx (left circumflex artery) was treated with balloon angioplasty and placement of 3.5 x 23 mm and 4 x 12 mm non-bsc drug eluting stents with 0% residual stenosis. Also the 98% stenosis located in the distal rca was treated with balloon angioplasty and placement of 2.5 x 18 mm and 3 x 12 mm non-bsc drug eluting stents with 0% residual stenosis.

Event description:
It was further reported that the 50% stenosis located in the lmca (left main coronary artery) was treated with balloon angioplasty and placement of 4 x 12 mm non-bsc drug eluting stent with 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2012, the subject presented for angiographic monitoring due to recent onset of signs of cardiac insufficiency and was hospitalized on the same day. Elevated troponin values were observed and a myocardial infarction was reported. An electrocardiogram was not performed and the subject experienced ischemic symptoms. Additionally, the 50% stenosis located in the left main coronary artery (lmca) was treated with balloon angioplasty and placement of 4 x 12 mm non-bsc drug eluting stent with 0% residual stenosis. The subject was treated with medication and dialysis was performed. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).